Event description:
It was reported that the patients lead pulled loose a few days after the implant. The loose wire was fixed. Additional information was requested, if recevied, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. (B)(4).